Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a system implant procedure. The system was implanted successfully, the physician performed an av node ablation procedure. After the ablation procedure, the right ventricular lead exhibited a loss of capture, high impedance and oversensing. The physician suspected a micro lead dislodgement. The left ventricular lead exhibited oversensing. The right ventricular lead was explanted and replaced. The left ventricular lead was successfully repositioned.